Event description:
It was reported that the patient complained of shocking sensations and experienced "some sort of spell." The lead impedance measured high and undefined at >9999 and a lead alert was triggered. There was no capture. The device and lead remain in use. No further patient complications have been reported at this time. It was further reported that the device was explanted. The lead had an apparent fracture and was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of shocking sensations and experienced "some sort of spell." The lead impedance measured high and undefined at >9999 and a lead alert was triggered. There was no capture. The device and lead remain in use. No further patient complications have been reported at this time.